Event description:
It was reported that a patient presented to the clinic with episodes of intermittent atrial undersensing on their implantable cardioverter defibrillator (ICD). Programming changes were made to address the issue. The patient was stable throughout.